Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the ipg delivered intermittent stimulation. It was reported that the stimulation stopped when the pt stepped with his right foot, and the stimulation returned when he stepped with his left foot. All lead contacts revealed normal impedance levels except for one contact which showed low impedance. The physician plans to perform an x-ray; the date is currently undetermined for this procedure. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.